Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a patient developed tass (toxic anterior segment syndrome) following cataract surgery. Additional information was received indicating the ia (irrigation/aspiration) handpiece was autoclaved and reused by the customer. The patient was treated with unknown eye drops.

Manufacturer narrative:
No I/a handpiece was returned for evaluation for the report of tass; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. Because a sample was not returned by the customer and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The I/a product is torque checked for proper tip to handpiece assembly, visually checked to insure subassemblies are locked, and visually inspected for attributes. (B)(4).